Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under local anesthesia. Computerized tomography (CT) was performed and showed the spaceoar vue was injected into the prostate along the capsule of the prostate in clumps. There were no patient complications reported as a result of this event and is expected to fully recover. The patient is receiving external beam radiation therapy (ebrt) and has received androgen deprivation therapy (adt) for 4 months with 78 gray - 28 fractions.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.